Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis on the baxter meridian device. Hcp reported prior to the initiation of treatment pt had no physical complaints, heart beat regular, lungs were clear and no edema present. Pt was alert and oriented. Approx 15 mins after taking vitals at 0830, the air detector alarm sounded along with both arterial and venous pressure alarms. When hcp arrived at the machine/pt, hcp noted foam in the venous and arterial chambers and in both arterial and venous lines up to venous needle. Blood tubing was clamped and help paged. Pt remained alert and oriented, no complaints voiced. Dr on-call was notified. Pt treatment was reinitiated on another meridian device with new blood tubing and dialyzer; venous needle was pulled and site reaccessed, estimated blood loss was 120cc-200cc. Pt denied any adverse symptoms. Dialysis was completed with no further problems. Pt continued to deny any chest pain or any problems. Pt was instructed to go to hospital for medical attention if problems arise. Pt expressed understanding. No pt injury and no medical intervention was reported.